Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/26/2010 to the present date 11/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device alarms due to fluid side pressure sensor. The customer also reported that the front bezel is damaged. The customer advised "see the fluid side sensor plastic clip that holds it in." No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device alarms due to fluid side pressure sensor. The customer also reported that the front bezel is damaged. The customer advised "see the fluid side sensor plastic clip that holds it in." No patient involvement is noted.